Event description:
Customer reported that on (B)(6) 2012 at 6:00 pm, he received a reading of "hi" (a reading greater than 500 mg/dl) on the display of his adc blood glucose meter, which was higher than he felt. He further reported self-administering 18 units of insulin (unknown type) in response to the reading. Approximately 3-4 hours later customer's brother found him "acting funny" and noted he was "incoherent and unresponsive". Paramedics were called and upon their arrival received a reading of 20 mg/dl on an unknown brand of meter. Customer was treated on the scene with "a shot of d-5 (dextros-5)" and "began responding and feeling better". Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered at the hospital. The customer contacted adc on (B)(6) 2012 and again on (B)(6) 2012 regarding delivery questions pertaining to his replacement meter, and a field exchange was arranged with a local pharmacy. No adverse events were noted during those calls. It is unknown on what date the meter was picked up, but during a follow-up call to the pharmacy it was confirmed the customer had picked it up. Customer's brother was contacted in follow-up to obtain additional information and it was revealed the customer had passed away at home on (B)(6) 2012.

Manufacturer narrative:
As product was not returned, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1259743) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The cause of death is currently unknown. The customer's brother stated he was unsure if his brother's adc blood glucose meter was related to his demise. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).